Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery life decreased from 56 percent remaining to elective replacement indicator (eri) faster than expected. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD reached end of life (eol) just over one month later. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. It was noted that the patient would have an ablation procedure in a few weeks and they would prefer to wait to take any action until that time. The clinic and physician were also considering programming therapy off in the s-ICD during the ablation procedure and not replacing the device, per the patient's request. A this time the s-ICD remains in service and implanted. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery life decreased from 56 percent remaining to elective replacement indicator (eri) faster than expected. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery life decreased from 56 percent remaining to elective replacement indicator (eri) faster than expected. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD reached end of life (eol) just over one month later. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. It was noted that the patient would have an ablation procedure in a few weeks and they would prefer to wait to take any action until that time. The clinic and physician were also considering programming therapy off in the s-ICD during the ablation procedure and not replacing the device, per the patient's request. A this time the s-ICD remains in service and implanted. No adverse patient effects were reported. Additional information was received that the patient underwent a ventricular tachycardia (vt) ablation procedure. During the procedure a cardiac resynchronization therapy pacemaker (crt-p) was placed. The s-ICD remains at eol battery status with no plans to replace the device. Therapy was programmed off in the s-ICD. No adverse patient effects were reported.